Manufacturer narrative:
Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device involved failed to deploy. The anchor was not released from the sheath. The attending feared that the anchor was lost; therefore, the sheath was cut to retrieve the anchor. The estimated blood loss was less than 250cc's. The patient was in stable condition. The procedure outcome was successful. The event occurred intra-operative. There was no patient injury/medical or surgical intervention required. Additional information was received on 04 oct 2022: the procedure sheath size used was a 6 french pinnacle. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The anchor was found once the sheath was cut. Manual compression was performed to achieve hemostasis. There were no concomitant medical products used with the angio-seal involved.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The distal tip of the device was found to have been cut off, and the anchor and collagen were found to have been intact. No other damage or issue to the device was identified. The complaint was able to be confirmed as a non-deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).